Event description:
Patient presented with acute swelling on right temporal region, approximately 14 months after initial implant of (two 10 cc packs) of norian crs bone cement. CT showed non-complete norian implant, with areas that had separated from the bovine dural patch and the contourable mesh underlay. The physician could not palpate the area due to extreme tenderness, and decided to explant based upon the results of the CT. The norian crs bone cement was found to be broken into three pieces. All pieces were completely and cleanly broken free from the sidewall of the defect, with 1 large piece, also broken from the mesh underlay.